Event description:
Clinical narrative (updated): additional information noted that the patient expired while on the second pump. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition. An impella cpsa device was inserted into the right femoral artery in a 77-year-old female patient presenting in scai stage a shock. The impella was inserted for ventricular support for a high-risk cardiac surgery: ventricle septal (vs) repair procedure. During the procedure, a thrombus formed on the shaft of the impella prior to the vs procedure. The thrombus was noticed on transesophageal echocardiogram (tee) in the operating room prior to the vsp repair procedure. After three days on support, the device was removed with an escalation of therapy to an impella 5.5. After removal, the thrombus remained in the descending aorta. The patient was transferred to cardiopulmonary bypass. Subsequently, the thrombus moved, requiring a thrombectomy. The vsp repair procedure was postponed to a later time. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 0.9 l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Additional information received regarding patient outcome of death. The following were updated to reflect the patient death. B2, b5, h1, h6.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was provided b3 event date was updated and b5 clinical narrative was updated.

Event description:
Updated clinical narrative: an impella cpsa device was inserted into the right femoral artery in a 77-year-old female patient presenting in scai stage a shock. The impella was inserted for ventricular support for a high-risk cardiac surgery: ventricle septal (vs) repair procedure. During the procedure, a thrombus formed on the shaft of the impella prior to the vs procedure. The thrombus was noticed on transesophageal echocardiogram (tee) in the operating room prior to the vsp repair procedure. After three days on support, the device was removed with an escalation of therapy to an impella 5.5. After removal, the thrombus remained in the descending aorta. The patient was transferred to cardiopulmonary bypass. Subsequently, the thrombus moved, requiring a thrombectomy. The vsp repair procedure was postponed to a later time. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 0.9l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa device was inserted into the right femoral artery in a 77-year-old female patient presenting in scai stage a shock. The impella was inserted for ventricular support for a high-risk cardiac surgery: ventricle septal (vs) repair procedure. During the procedure, a thrombus formed on the shaft of the impella prior to the vs procedure. After three days on support, the device was removed with an escalation of therapy to an impella 5.5. After removal, the thrombus remained in the descending aorta. The patient was transferred to cardiopulmonary bypass. Subsequently, the thrombus moved, requiring a thrombectomy. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 0.9l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.